Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no reported impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy, and the customer contacted a healthcare provider to obtain alternate insulin therapy.